Event description:
It was reported that a lead warning triggered for the right ventricular (rv) lead due to undefined pacing impedance. Rv lead fracture was confirmed. The rv lead was inactivated, and later capped and replaced. It was also reported that the right atrial (ra) lead exhibited high thresholds. A polarity switch was observed to have occurred for the ra lead. Pocket stimulation, experienced by the patient, was attributed to the polarity switch. The ra lead was reprogrammed for a different pacing mode and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.